Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a revision of femoral neck system (fns) implants to hemiarthroplasty. There was no patient consequence. Concomitant devices reported: femoral neck system plate 1 hole ¿ sterile (part number 04.168.000s, lot unknown, quantity 1), anti-rotation screw for femoral neck sys 85mm length ¿ sterile (part number 04.168.485s, lot unknown, quantity 1), 5.0mm ti locking scr slf-tpng with t25 stardrive recess 42mm (part number 412.215, lot unknown, quantity 1). This report involves one (1) bolt for femoral neck system 80mm length-sterile. This is report 1 of 4 for (B)(4).